Event description:
It was reported that an insulin gauge displayed a lower amount than expected on a previous day. There was no adverse impact to the customer's blood glucose level. The customer continued using the same cartridge until it ran out of insulin, and was advised to call back for troubleshooting if the issue reoccurred.